Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2017-00892. It was reported the patient was diagnosed with an infection at the lead sites during trial lead removal on (B)(6) 2017. The patient presented to the emergency room shortly after with fever and chills. In turn, cultures were taken which confirmed staph infection. The patient was prescribed oral and intra-venous antibiotics.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00892 follow-up identified the patient continues to be on a PICC line.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00892. Follow-up revealed the patient's infection has resolved.